Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, which led to pacing not delivered when required, loss of capture with no asystole, undersensing and muscle stimulation. The patient reported rhythmic hiccupping. Shocking sensation to abdomen/left chest, consisted with cardiac stimulation. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.